Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. Dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was performed to treat a de novo coronary lesion in the mid left anterior descending artery with mild tortuosity, mild calcification and was 90% stenosed. It was reported that while the 2.75 x 48 mm xience xpedition stent was being deployed, a dissection was observed at the distal edge of the lesion. Another xience v was used to cover the lesion and complete the procedure. The patient is alright. There was no reported clinically significant delay in the procedure. No additional information was provided.